Manufacturer narrative:
This device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent and distal stent damage, with stent struts lifted, pulled and stretched in a distal direction past the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24jan2020. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was fine. However, returned device analysis revealed stent damage.